Manufacturer narrative:
(B)(4). Pump was received with no button response due to flattened esc and act buttons dome switch. Inspected lcd connector and no unlocked connector noted. Moisture damage found on the lcd board and motor. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.

Event description:
Customer reported via phone call that insulin pump had moisture damaged. Customer states that water entered into the pump while swimming and had crack on lcd screen and above where reservoir inserted. Customer¿s blood glucose was 216mg/dl at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Insulin pump will be return for analysis.